Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump had an absence of occlusion alarm issue. The patient indicated that on (B)(6) 2012, she had a high blood glucose (bg) level and noticed that the infusion set was bent. The patient did not report any specific blood glucose (bg) levels. However, the patient claimed that she did not get an occlusion alarm as expected. The patient claimed that this had happened 3-4 times before. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had an absence of occlusion alarm issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): on testing, a rewind, load and prime sequence was successfully performed without alarm. The force sensor was tested and found to be within specifications. The pump was exercised for 24 hours without occlusions. An occlusion was induced and the pump responded with the appropriate alert.